Manufacturer narrative:
Received 1 used latex foley catheter with the drainage bag still attached. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection was conducted as follows: received catheter connected with bag, luer tip syringe attached to the catheter. Sample was evaluated and no pinch or blockage observed. The functional evaluation was conducted as follows: tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon was able to inflate and deflate in 15 seconds. Dissected and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was difficult to deflate. The nurse allegedly manipulated the catheter by inflating and deflating the balloon multiple times and was eventually able to get the balloon deflated so that the catheter could be removed. Some resistance was experienced while the catheter was being removed and it was noted that the balloon was deflated upon removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was difficult to deflate. The nurse allegedly manipulated the catheter by inflating and deflating the balloon multiple times and was eventually able to get the balloon deflated so that the catheter could be removed. Some resistance was experienced while the catheter was being removed and it was noticed that the balloon was deflated upon removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was difficult to deflate. The nurse allegedly manipulated the catheter by inflating and deflating the balloon multiple times and was eventually able to get the balloon deflated so that the catheter could be removed. Some resistance was experienced while the catheter was being removed and it was noticed that the balloon was deflated upon removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was difficult to deflate. The nurse allegedly manipulated the catheter by inflating and deflating the balloon multiple times and was eventually able to get the balloon deflated so that the catheter could be removed. Some resistance was experienced while the catheter was being removed and it was noticed that the balloon was deflated upon removal.